Event description:
It was reported to medtronic minimed that the customer reported a crack on the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the crack was not impacted the pump's functionality. No harm requiring medical intervention was reported. The product was returned for the analysis mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, partially broken retainer, cracked battery tube threads and cracked case (battery tube). Cosmetic damage and other cosmetic damage confirmed. Damage- damage reservoir tube confirmed. For additional information regarding tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.